Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side exchange of textured implant due to concern with the product, "capsular contracture", baker grade unknown, "sharp pain" and "capsulation" on an unknown side. Healthcare professional reported left side exchange of textured implant due to patient's concern with the product. Device remains implanted.